Event description:
This was a diagnostic case. The patient was not obese and no calcification, tortuosity, or scarring was noted. The initial access puncture was satisfactory. The procedure proceeded as planned until plunger retraction when it was noted that the heel did not release. Attempts to release the heel were unsuccessful. A small dissection, non-flow limiting, was noted. The cable was then cut and the device successfully removed. A 5f sheath was inserted through self-sealing arteriotomy. Manual compression was held for 30 minutes following the procedure. No further treatment was required. The patient was discharged the following day and recovered without further sequelae.

Manufacturer narrative:
The device was returned and failure analysis performed. The device was received with the actuator deployed (proximal position). Examination of the device confirmed that the actuator cable was cut. As a result, the functionality of the heel could not be verified. Examination of the device verified that the actuator automatically released. Indentation marks on the device suggest the actuator cable moved from position but it cannot be determined when this occurred. It is unknown if, during the procedure, the cable moved out of place resulting in the observed indentation and inability to release heel. An angiogram confirmed the clinical description of the event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.